Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, osteolysis, and pain. The surgeon reported rapidly progressive osteolysis of the left proximal tibia adjacent to otherwise well-functioning left total knee. He reported brownish-tan frondular proliferative synovitis typically seen in loosening. The surgeon indicated the tibial tray was completely de-bonded from the cement mantle and was easily lifted out. The tibial component was revised. He noted a well-fixed femoral component which was removed osteotomes and tapping it off with no bone loss. The femoral component was revised. The patella was not revised. The patient was implanted with a competitor system and smartset bone cement x 2. There were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2018 (lt knee).